Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during drain three of six. The patient was connected to the homechoice at the time of the alarm. During troubleshooting, it was discovered that the patient disconnected from the set. The technical service representative (tsr) explained the alarm to the patient and helped the patient in clearing the alarm. The patient was to complete therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.